Event description:
It was reported that this communicator displayed a red call doctor (rcd) icon. Upon review of device data, it was discovered that there was an alert for the right ventricular (rv) lead shock impedance being high out-of-range. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).